Manufacturer narrative:
New information: consumer provided age, adverse event, other serious (important medical events), additional information from consumer was received including symptoms, medical events, diagnosis, consumer provided contact information, follow-up 1, serious injury, follow up type patient codes.

Event description:
From november 2017 through june 2018, consumer experienced abnormal bleeding. She also experienced nausea, vomiting, intense abdominal cramping, and vaginal discharge and odor. She went to ob/gyn and had pap smear, blood work, vaginal and abdominal ultrasound. No tampon pieces were found and all blood work was normal. In june 2018, consumer had a dilation and curettage (d&c) procedure to stop the bleeding. The doctor did not diagnose her with tss although she had experienced symptoms. She was diagnosed with endometritis and prescribed antibiotic and pain medication. After the d&c her symptoms resolved. She stopped using tampons.

Manufacturer narrative:
A manufacturer lot number was not provided. With no means to ascertain the manufacturer / asset line and day of production, no further investigation on documents and supporting records could be performed.

Event description:
The consumer stated that she was using u by kotex sleek tampons and that she had an infection and had surgery and that could be tampon related.

Manufacturer narrative:
New information: b5: this is a follow up to report a brand change from u by kotex sleek tampons to u by kotex unknown tampons and to add product problem for the tampon malfunctions. D1: brand name - u by kotex unknown. G7: follow-up 2.

Event description:
This is a follow up to report a brand change from u by kotex sleek tampons to u by kotex unknown tampons and to add product problem for the tampon malfunctions. Consumer reported the string of her tampons would detach and she would have to manually remove the tampons. She also reported that small pieces of the tampons would break off and these tampon pieces would come out on their own.